Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). A prowater guide wire, a sion blue guide wire and a sion black guide wire were returned for evaluation. The returned prowater guide wire was found with its core wire fractured at approximately 13mm from its middle solder originally set at 25mm from the guide wire tip. The coil wire was stretched for approximately 100mm from the middle solder. The fracture end of the coil wire was found necked, which was typically observed when fracture was caused by tensile force. Observation under microscope and scanning electron microscope (sem) found the twisted and bent tip of the core wire, as well as the flat fracture end, which was a trace of fracture typically observed when a guide wire was deformed in an alpha-like loop shape and fastened. The distal segments of the returned sion blue guide wire and sion black guide wire were found twisted together. A coil fragment that was stretched for approximately 25mm was entwined with the twisted distal segments of the guide wires. Another coil fragment was sealed on a cardboard and returned for evaluation. The coil fragment was stretched for approximately 40mm. Microscopic observation of each of the two returned coil fragments found a flat fracture end with twisted coil wire, which was a trace of fracture due to tensile force caused when the helically-shaped coil wire was stretched. The investigation of the returned devices suggested that the subject prowater was fractured and detached as its core wire was fractured at approximately 12mm from its tip, and its coil wire was stretched and detached. However, how much of the coil wire was missing could not be identified from the investigation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the distal segment of the subject prowater guide wire might have been looped in an alpha-like shape and caught in the distal segment of the vessel. As tension was applied on the subject prowater during withdrawal, twisting force was locally accumulated on the looped segment of the guide wire, causing its core wire to be fractured. The coil wire was stretched as tension was further applied and fractured. Consequently, the distal segment of the prowater guide wire was detached. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was advanced to the d1 segment and an asahi prowater was guided into the lad during a pci to treat the lad#7 and occluded d1 segments. Although the tip of the prowater guide wire was found crumpled under x-ray, the procedure was continued. After a stent was deployed in d1 and #7 was treated by poba and stent deployment, the prowater was felt trapped. The tip of the prowater guide wire was still crumpled. After the #7 segment was treated, attempts failed to withdraw the prowater guide wire from the lad. Although a poba was performed near the #8 segment, the prowater guide wire was difficult to withdraw. The prowater guide wire was removed while a part of its distal segment was left in vivo. An asahi sion blue guide wire and an asahi sion black were used to entwine the distal segment of the detached prowater guide wire for retrieval. As a part of the fragment was not retrieved, a stent was deployed so that the fragment might be pressed against the #8 segment. The procedure was concluded and the patient was fine without problem after the procedure.